Event description:
It was reported by the sales rep that the hand piece was leaking at the cutter release switch. There were no reports of any adverse pt event associated with this malfunction.

Manufacturer narrative:
On jan 29, 2009 the handpiece involved in the reported event was evaluated. During the evaluation the technician was unable to duplicate the reported event. The handpiece was cleaned, lubricated, adjusted and returned to the customer.